Event description:
Device switched to cellular use and did not capture EKG on patient. A 77 year old female patient was admitted to telemetry unit for cardiac issues. Cardiology was consulted and decision was made to monitor cardiac activity as outpatient. However, patient suffered second cardiac event during admission and was not able to be resuscitated. Patient was being monitored on telemetry unit at that time at the time of the event, but was also wearing the mcot device. The device did not contribute to patient death.